Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range pace impedance measurements (>2500 ohms) and noisy signals. As a result, the lead safety switch (lss) was triggered and the lead was switched to a unipolar configuration. However the high out-of-range impedance measurements were also exhibited in the unipolar configuration. Subsequently, the physician reprogrammed the pacemaker to vvi mode. A chest x-ray revealed that there was a lead fracture. The physician decided to keep the pacemaker in vvi mode and decided not to extract this lead. The lead remains in service. No adverse patient effects were reported.